Manufacturer narrative:
Concomitant medical products: mcs-p3-31-aoa-us aortic valve implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced a hematoma post-cardiac resynchronization therapy defibrillator (crt-d) implant. The hematoma was drained and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.